Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during patient follow up, an alert for high voltage lead damage was observed. A vt episode with an appropriate shock was delivered, and the hv impedance measured 0. Capacitor maintenance was successfully performed and impedance measurements were in range. Lead damage suspected via review of session record. Lead remains implanted at this time. Patient condition after the event was good.